Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was successfully performed and a 27mm watchman laa closure device was implanted with a complete seal. The patient was routinely discharged home. During the 45-day tee follow-up, a thrombus on the device was noted. Oral anticoagulation will be continued.